Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The attachment post fractured off of the device and was returned. The device had numerous nicks and gouges in surface from use. The device was manufactured in 2014 and exhibits signs of extensive wear. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery the black tip of the impactor broke when being impacted by surgeon. Nothing was left in patient. No harm to patient or staff. No procedural delays. Smith & nephew back up was available and used to complete the procedure. Patient and all staff members survived the procedure.